Event description:
On (B)(6) 2012, an event was reported to cormatrix cardiovascular involving the cormatrix ecm for carotid repair product. On (B)(6) 2012, a surgeon used the carotid repair product to repair the patient's femoral artery. In mid-august, the ecm patch ruptured causing a hematoma and leg embolism. A second surgeon performed the reoperation. The surgeon performing the reoperation could not determine whether the failure occurred on the suture line or in the middle of the ecm patch. The cormatrix ecm patch was removed during the reoperation. The patient is believed to be doing fine. The cause of this event is unknown; however, the surgeon stated that he suspected this event was caused by a pseudoaneurysm that ruptured. Additionally, use of the cormatrix ecm for carotid repair in the femoral artery is not an FDA cleared indication. This is an off-label use of the cormatrix ecm for carotid repair product, which is indicated for vascular reconstruction and repair of the carotid artery.